Event description:
It was reported that two days post initial implant the patient reported feeling "terrible" and went to into physicians office where it was discovered the patients right ventricular (rv) lead had dislodged resulting in the patient reverting back into an arrhythmia.. A lead revision was completed to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).